Event description:
Reportable based on device analysis completed on 09 jul 2024. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but lost image had occurred. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window and imaging core were twisted 14.3 cm from the lap joint section.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the imaging window and imaging core were twisted 14.3 cm from the lap joint section. Impedance test shows an electrical open at proximal end of the catheter, between 140-150 cm from the distal housing. The as reported code of image lost is confirmed based on the evidence. The open proximal found during the product analysis could have contributed to the reported event.